Manufacturer narrative:
(B)(4). The device manufactured april 16, 2015 ¿ april 20, 2015. The device was received for evaluation. Visual inspection noted particulate matter approximately 0.35 square millimeters in size floating in the fluid of the reservoir. Ftir spectroscopy identified the particulate as acrylic material. The cause of the particulate matter is not known. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a fiber in the balloon. This was identified during storage. The device was filled with an unspecified amount of tobramycin. There was no patient involvement. No additional information is available.